Event description:
Healthcare professional reported "rupture" and "implant was flat". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on may 29, 2025, with lot number 1079180. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening as per the investigation procedure, creases and broken and plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture" and "implant was flat". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of saline implant.